Event description:
A customer contacted beckman coulter inc. (Bci) in regards to flames and smoke observed from the cta (closed tube aliquotter) portion of unicel® dxc 600i synchron access clinical system. The customer indicated the fire went out by itself, and there was no damage to the laboratory. The fire department was called and visited the laboratory. The customer unplugged the unit and a service call was ordered. No one was injured or exposed to smoke. There was no effect to patient or user.

Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(6) 2010 and discovered that the source of fire was the transformer. Several harnesses and the disk drive were affected. The fse returned on 10/18/2010 and replaced the transformer, cables, cooling fan, disk drive, boot disk and cpu board. The fse also noted that the lab air conditioning had failed and the lab temperature was about 87 degrees when the event occurred. The system is currently operational.